Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. Insulin pump was vibrating, the keypad looked loose, and the display was blank. Customer¿s blood glucose was 190 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted. Device was received with corroded battery tube, moisture damaged electronic assembly, cracked select button keypad overlay, cracked battery tube threads and cracked case along the side of the battery tube.